Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The device was returned to sorin group (B)(4) for evaluation. During functional testing, the device was run for 100 hours with varying speeds and interventions. No problems were found. The issue reported by the customer could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined.

Event description:
Sorin group (B)(4) received a report that one head of the s3 double roller pump could not be set to a flow-rate of zero. There was no report of patient injury.